Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
The surgeon tried to use the inserter and insert the pedicle marker in the bone. However the tip of the pedicle marker slipped and the apical portion of marker bone. The dura mater was damaged by the tip of the pedicle marker at that time. Therefore the surgeon sutured the dura mater and used the artificial dura mater.